Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was was defective. Per patient's husband, "it was the wrong pump and it shouldn't have been implanted". Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model: 8703w, lot #: l39268, implanted: (B)(6) 1996, explanted: unk. (B)(4).